Event description:
A malfunction was reported with a malfunction code displayed. The impact on the customer's blood glucose level was unknown due to the customer declining to provide specific information. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction code did not recur.